Event description:
The facility reported a pump with failure code 570:320:840:0000. The failure code occurred during bio-med testing. There was no pt injury oir medical intervention necessary according to the hosp rep. No addtional contact information is vailable.